Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a warning for low impedance occurred on both the right atrial (ra) lead and right ventricular (rv) lead. However it was observed that the lead warnings occurred at approximately the same time for both leads at the timing of using an electrosurgical knife during cholecystectomy surgery, but it could not be claimed that it was due to the electric scalpel. No patient complications have been reported as a result of this event.